Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The sensor was worn beyond 7 days. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on (B)(4) 2015. The complaint of inaccurate cgm readings was confirmed. However, it was reported that the sensor was worn beyond seven days. The g4 platinum continuous glucose monitoring system user's guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The pediatric receiver (part number stk-kd-blu/serial number (B)(4)/lot number 5191135), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.